Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-06412. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post primary surgery, due to groin pain, calcar osteolysis and suspected local tissue reaction from metal ion debris. During the surgery, discoloration was observed on the based of trunnion and metal debris was observed on the base of trunnion and inside of femoral head.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed from medical records received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information with the corrected report number. M/l taper 13.5 standard: catalog#: 00771101300, lot#: 61259346. Trilogy acetabular shell 58mm od cluster: catalog#: 00620005822, lot#: 61260632. Modular cup neutral liner longevity 58 x 40: catalog#: 00630505840 lot#: 61236937. Bone screw 6.5 x 30 self-tap: catalog#: 00625006530, lot#: 61277447. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06412. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported on 1822565-2015-00648.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post primary surgery, due to groin pain, calcar osteolysis and suspected local tissue reaction from metal ion debris. During the surgery, discoloration was observed on the based of trunnion and metal debris was observed on the base of trunnion and inside of femoral head.

Manufacturer narrative:
Evaluation summary: surgical notes were provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, age, height / weight, type of activity (low impact vs. High impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. The part numbers and lot numbers of the products are unk; therefore the mfg records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unk.

Event description:
It is reported that pt underwent a revision due to corrosion. The surgeon noted evidence of fibrotic, necrotized tissue, taper discoloration, visible metal debris at the base of the trunnion and inside the female taper on the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The part numbers and lot numbers of the products are unknown, therefore the manufacturing records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X rays were not provided, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, age, height/weight, type of activity, and relevant medical history and are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided.